Manufacturer narrative:
(B)(4). Device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: following cannula placement excessive force was required to remove the introducer. This prolonged ecls initiation, increased blood loss and led to concern of cannula placement. (B)(4).

Manufacturer narrative:
(B)(4). The product will not be returned to the manufacturer; therefore a laboratory investigation was not possible. Thus the reported failure could not be confirmed. The most probable cause of the reported event is according to the information provided by the sales person that the user did not utilize the small plastic piece to properly position the introducer. Thus a product related malfunction could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Reference: (B)(4), customer ref.: (B)(4).